Event description:
A user facility reported that they discovered a cracked pigtail/stopcock on the xlung kit (USA) post-membrane pigtail during priming of sterile circuit. When performing the wet prime of a xlung circuit, a leak was discovered at the post-membrane pigtail. There was no patient involvement. The complaint sample was available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.